Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support (cts), it was confirmed that the pump still turns on when plugged into a power source. Cts advised the customer that there have been some recent adjustments to the design of the wake button to provide enhanced stability and durability. Reportedly, the customer was able to press the button with a little more force and the screen turned on. The customer's blood glucose level was not impacted.